Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator shutdown while in use on patient. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The biomedical engineer could not duplicate the reported problem. There were no error codes in the sig event log attributable to the failure. The biomedical engineer applied mechanical stress to the cart; no anomaly in operation was observed.